Manufacturer narrative:
The field service representative (fsr) replaced the broken latch on the manual drive motor. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the clip on the manual hand crank that holds the centrifugal pump head broke off. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was confirmed. Per the field service representative, the latch broke off and perfusionist disposed of the part. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information received that the reported issue occurred during non-clinical activity. There was no patient involvement.